Event description:
It was reported by the rep that during a laparoscopic gastric bypass procedure the first device was closed on tissue and would not fire. A second device was pulled and the same thing occurred. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 05/07/2010. Information anticipated, but unavailable at this time.